Event description:
It was reported that this right ventricular (rv) lead showed over sensed noisy signals and high, out of range pacing impedances. A lead revision was attempted but was not completed as the patient was ocludded. There were no inappropriate shocks. Tachy therapy remains on. Various options were going to be discussed with the patient. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed over sensed noisy signals and high, out of range pacing impedances. A lead revision was attempted but was not completed as the patient was occluded. There were inappropriate anti-tachycardia pacing (atp) and shocks due to the over sensed noise. The device was programmed to monitor only and then the rv lead was abandoned and the device turned off. A new implantable cardioverter defibrillator system was implanted on the other side of the chest. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.